Manufacturer narrative:
(B)(4). Batch # r5776x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Additional information provided: the patient is with sigmoid colon cancer, the surgery is endoscopic radical resection of sigmoid colon cancer.

Event description:
It was reported that the patient is with rectal cancer. During the laparoscopic radical resection of rectal cancer, after squeezed down the firing trigger, could not cut off the breakaway washer, and the staples malformed. Used another new like device to re-anastomose the rectum. The surgery delayed about one hour. The patient is stable and in the hospital now. The patient¿s length of hospital stay is standard for this procedure and is not extended.

Manufacturer narrative:
(B)(4). Batch #: r5776x. Photographic evaluation: one photo was provided. The picture shows tissue with suture and staples on it. One unformed staple leg can be seen. The condition of the staple can be due to an incomplete firing cycle. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.